Manufacturer narrative:
With all the available information, boston scientific concludes the bulge identified during analysis could affect the functionality of the device, most likely resulting in the explant of the device. Technical analysis: the cylinders, pump, and reservoir was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified the kink resistant tubing (krt) was worn to the filament, but no leaks were identified. The pump was unable to be functionally tested due to contamination within the component. The reservoir was visually inspected and functionally tested and performed within all testing parameters. Visual inspection of the cylinders identified one cylinder had a hole in the outer tube in the proximal cylinder body from wear at a fold, this cylinder also had a bulge with broke fabric threads in the cylinder body. The second cylinder had a leak in the proximal cylinder body that was most likely a result of sharp instrument damage which is consistent with the explant procedure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
The device was returned without a complaint associated, during the device analysis a malfunction was identified.

Manufacturer narrative:
This report is a duplicate to the reported event under report number 2183959-2020-02670. Investigation summary: with all the available information, boston scientific concludes the bulge identified during analysis could affect the functionality of the device, most likely resulting in the explant of the device. Technical analysis: the cylinders, pump, and reservoir was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified the kink resistant tubing (krt) was worn to the filament, but no leaks were identified. The pump was unable to be functionally tested due to contamination within the component. The reservoir was visually inspected and functionally tested and performed within all testing parameters. Visual inspection of the cylinders identified one cylinder had a hole in the outer tube in the proximal cylinder body from wear at a fold, this cylinder also had a bulge with broke fabric threads in the cylinder body. The second cylinder had a leak in the proximal cylinder body that was most likely a result of sharp instrument damage which is consistent with the explant procedure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
The device was returned without a complaint associated, during the device analysis a malfunction was identified.